Event description:
It was reported that thrombosis occurred. The patient previously underwent a left atrial appendage (laa) closure procedure on (B)(6) 2025, and a 31mm watchman flx pro closure device was implanted. The patient was prescribed xarelto and aspirin following the procedure. At a follow-up transesophageal echocardiogram (tee) in (B)(6) 2025, device-related thrombus (drt) was identified. Subsequent computed tomography (CT) imaging with contrast performed in (B)(6) 2025, continued to demonstrate a small thrombus. A repeat tee in (B)(6) 2025, showed persistent thrombus with no change in the patient's post-procedure medication regimen. The patient remains on xarelto and aspirin as prescribed and has a scheduled follow-up imaging appointment on (B)(6) 2026.